Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The t-handle was not returned for evaluation. A kink was found on the catheter tubing near the y-fitting approximately 75.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Additionally a visual examination of the membrane was performed and no damage was observed. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Event description:
It was reported that when removing the intra-aortic balloon (iab) from the t-handle packaging, the customer had difficulty and felt an unusual "rugged" discomfort. A new iab was opened and inserted without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).